Event description:
It was reported that the pt expired in 2008, after an implant duration of approx 2 months. The reason for the pt's demise is unk. No other details were provided.

Manufacturer narrative:
Device not returned.